Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leakage from cannula one day after changing; self adhesive is also wet. Caller reported other incidents of cannula leaking; all other previous infusion sets discarded. No adverse event reported. Requested return of the alleged device for evaluation.